Event description:
It was reported that the patient with this subcutaneous implantable cardioverter defibrillator (s-ICD) had received an inappropriate shock. Review of the episode noted t-wave oversensing and changes in the patient's amplitude morphology. No changes have been made and the s-ICD remains in service. No adverse patient effects were reported.